Manufacturer narrative:
(B)(4). The MDR is being submitted as it is unknown if the smoke and fire was a result of a malfunction of the teal. Mdrs have been submitted for similar failures of the teals. The investigation is ongoing. The need for this MDR was identified by the retrospective review of complaint (B)(4), flagged by the 483 observation. This report was submitted on (B)(4) 2010.

Event description:
Patient received a complaint that alleged that the teal 100kva isotran plus power distribution unit emitted smoke and fire. There is no report of injury.